Event description:
It was reported that during an interventional procedure, the guide wire was frayed and appeared unravelled. No patient injuries or complications were reported. Multiple attempts to obtain further information have been unsuccessful.